Event description:
The customer reported the mx40 device does not have sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio and speaker malfunction error due to a speaker malfunction. At the repair bench, the device received a new speaker. The device was returned to the customer.